Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead failed to pace properly. The ra lead remains in use and will continue to be monitored. No patient complications have been reported as a result of this event.